Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00299. (B)(6). The device was received for evaluation. Visual inspection revealed fluid inside the housing. The cause of the fluid inside the housing was determined to be due to missing film-wrap. When the film-wrap is missing, during fill, fluid will go inside the housing and the bladder will not inflate. The cause of missing film-wrap was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked during filling with 50ml 0.9% sodium chloride. The reporter stated that the "solution did not fill the bladder but spilled into the housing." There was no patient involvement. No additional information is available.